Manufacturer narrative:
D4: unique device identifier not available.a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that messaging service failure led to incorrect mapping of patients. A technical support specialist (tss) remotely accessed all 15 servers and performed remediation by stopping the bd pyxis external inbound processors service. The tss applying the 1.7 hotfix, executing the required script via structured query language (sql) server management studio (ssms), and restarting services with no errors observed. Additional configurations were completed for three decommissioned stations migrated to es 1.11. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, admit discharge transfer (adt) a03 (discharge) messaging failures in pyxis es 1.7 were causing improper processing of patient discharge events, leading to incorrect patient-to-bed assignments like multiple patients assigned to the same room or bed due to concurrent collection errors within the messaging service.however, there were no delays or adverse events or injuries reported based on this event.